Event description:
Additional information received per the medical records state that the patient has a history of abdominal aortic aneurysm repair, left ankle tendon injury, rotator cuff repair, smoking, back surgeries, hyperlipidemia, mildly elevated fasting blood sugars and factor v leiden deficiency. The indication for the filter implant was left leg deep vein thrombosis and pulmonary embolism. The filter was deployed via the patient's right femoral vein. It was placed below the level of the renal veins and above the iliac bifurcation.   Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc), perforation of the filter struts outside the ivc, migration of fractured struts and fractured strut remained embedded (unable to removed). The patient became aware of the reported events approximately twelve years and nine months after the index procedure. A computed tomography (CT) scan revealed that the filter was fractured. The first removal attempt was approximately twelve years and nine months after the index procedure. The patient experienced pain in his right side from the removal attempt. Additional CT scans showed that the filter fractured, perforated and migrated. There was a second removal attempt approximately thirteen years and eight months after the index procedure. A fractured strut remains in the patient. The patient continues to experience pain, fear and anxiety. The medical record revealed that approximately twelve years and nine months after the index procedure the patient underwent a fluoroscopy of the filter and inferior vena cavogram. This was after a CT scan that was performed for evaluation of the aortic endograft, noted that the filter was fractured. Findings of the inferior vena cavogram noted that there was a single element of the filter that was fractured and there was no apparent embolization of fragments. The physician determined that the risk of removal of the filter outweigh the benefits and the procedure was completed. Approximately thirteen years and eight months after the index procedure, an abdominal CT scan was performed for complaints of right upper quadrant abdominal pain and to rule out a leaf of the endograft. Results of the scan noted no endoleak, the ivc filter with extracaval extension in several limbs, diffuse hepatic steatosis, a left inferior pole renal calculus and a small right lower lobe pulmonary nodule. The following week, the patient underwent ivc filter removal procedure, at the patient¿s request. Access was obtained via the right common femoral vein, after a couple of attempts and using different snares the filter was pulled into the sheath. The filter fractured and one strut was left in the ivc. Venography confirmed no injury to the ivc. The operative procedure was deemed a success and the patient tolerated it well. The filter was sent for pathology, the findings noted a disrupted metallic, six prong ivc filter.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of abdominal aortic aneurysm with repair, left ankle tendon injury, rotator cuff repair, smoking, back surgeries, hyperlipidemia and factor v leiden deficiency. The indication for the filter placement was reported to be a left lower extremity deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was implanted via the right femoral vein and placed in an infrarenal position above the iliac bifurcation. More than twelve years after the filter implantation, the patient underwent a computerized tomography (CT) scan for evaluation of an aortic endograft that revealed that the filter had fractured. A fluoroscopic examination of the filter revealed a single fracture of the filter with no embolization of fragments. At that time, the patient¿s physician felt that the risks of removing the filter outweighed the potential benefits and the procedure was completed. More than thirteen years after the filter implantation, the patient underwent a CT scan for right upper quadrant abdominal pain revealed that the patient¿s aortic endograft was associated with an endoleak. The CT scan also noted that several filter struts were located extra-cavally. Following week, the patient underwent filter retrieval at the patient¿s request. Attempts were ultimately successful with the use multiple snares. The report indicates that the filter fractured during removal with one segment left within the ivc. Venography confirmed no evidence of ivc injury. The patient is reported to have tolerated the procedure well. Pathological examination of the retrieved filter noted a disrupted metallic, six prong filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, ivc perforation and retrieval difficulty events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The reported details indicate that retrieval was attempted more than thirteen years after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a: implant date corrected. Per the medical records, the filter was implanted on (B)(6)2005.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to fracture, abutted a vertebral body with associated sclerosis of the cortex and another strut was in close proximity to the right ureter. The ivc filter was removed and a pre-existing fractured strut remains. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to specific evidence that the filter has fractured, abutted a vertebral body with associated sclerosis of the cortex and another strut was in close proximity to the right ureter. The inferior vena cava (ivc) filter was removed and a pre-existing fractured strut remains. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.